Manufacturer narrative:
This report is submitted on march 23, 2021.

Event description:
Per the clinic, the patient experienced poor magnet retention, and was treated with a topical steroid (date and duration not reported). The implanted device remains.